Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the reporter claimed the patient felt a symptom of blurry vision. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca was not able to walk the reporter through retesting to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.